Manufacturer narrative:
Common device name) mpb. (B)(4). The event is currently under investigation.

Event description:
It was reported the facility is experiencing catheter failures due to filter failures related to pore clogging for this product line, reported to not be ¿filter clotting.¿ the reporter only indicated ¿product was used in procedure.¿ as of the date of this report the quantity, lot numbers and any patient involvement have not been clarified by the reporter. No additional information was available at the time of this report.

Manufacturer narrative:
Common name: mpb - catheter, hemodialysis, non-implanted. A review of the complaint history, drawings, documentation, manufacturing instructions, instructions for use (IFU), and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not definitively known; however a search of our distribution center database shows that product from lot 6797562 was distributed to the customer. Therefore it is possible that the complaint device was from this lot. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. The instructions for use (IFU) state: "precautions - if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Suggested catheter maintenance - prior to catheter insertion both distal and proximal lumens should be filled with normal saline solution or heparinized saline solution, depending on institutional protocol. After catheter is placed and prior to use, tip position and lumen patency should be confirmed by free aspiration of venous blood. If blood is not freely aspirated, the physician should immediately reevaluate catheter tip position. Before using any lumen already locked with heparin, the lumen should be aspirated. After use, the lumen should again be flushed with normal saline to prevent systemic heparinization before reestablishing heparin lock. How supplied - upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.